Event description:
It was reported that during a patient presented in clinic for a generator replacement. Device interrogation revealed oversensing noise due to extracardiac simulation on the atrial (ra) lead. On (B)(6) 2022, the physician elected to cap and replace the ra lead. The patient was discharged from the hospital after the procedure.